Event description:
It was reported that during a lead revision procedure on (B)(6) 2025 [related manufacturer reference number:3006705815-2024-06356], one of the leads was confirmed to be migrated via x-rays. As a result, the lead was explanted and replaced to address the issue. It is unknown which lead migrated.

Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 lead; however, it is unknown which lead(s), therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000108474. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.